Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
The patient reported the upper teeth are not satisfactory, tooth (#7) still not straight. The last upper aligner was sharp and irritated the gums in the center and on the right side. The patient did not use the recommended methods to ease irritation because the irritation was isolated to the gums from a sharp edge of the last aligner (#31), and the patient is no longer wearing the aligner that was causing the irritation because it broke on the last day of use.